Event description:
During surgical procedure, surgeon stated drill was not moving as fast as it should. After left side retractor was moved to right, the left lower lip skin was torn (approx 2 x 3 cm) with 2 ridges. Surgeon denied drill was hot during procedure. After procedure, surgeon alleged that the bur guard was not tight and caused injury. Pt followed by plastic surgeon.